Manufacturer narrative:
Correction: malfunction not a serious injury. During a historical review of complaints, it was discovered that this MDR required a removal of the serious injury designation. In the customer response provided previously, this was confirmed. This complaint remains a malfunction because the needle bent due to failed retraction.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc incomplete needle retraction. The following information was provided by the initial reporter: defective ¿ per clinical department, the needle bent when the spring load button was pushed which caused needle injury to our clinical team member. It happened after the IV insertion when clinician pushed the button to retract the needle. Please provide date of event 5/23/2023? Was there any harm or adverse event other than needle stick injury? No other harm except needle injury.

Manufacturer narrative:
Investigation findings: our quality engineer inspected the photographs and samples submitted for evaluation. Bd received three photographs and one unit of an unsealed 20ga x 1.00 insyte autoguard device from lot 4016377 for the investigation of this complaint. The unit shown on the provided photos is of the physical unit that was returned. Visual inspection of the returned unit confirms that the needle is bent in two locations at the notch and at the base of the needle hub. The cannula is retracted in the barrel but unable to fully retract because of the almost 90degrees bent needle at the notch. The needle cover and the catheter adapter were not provided. This non-conformance has been confirmed. Without the needle shield, which often captures characteristics marking from manufacturing related needle bends, our engineers were not able to associate the event with the manufacturing process at the conclusion of their review. A device history record review showed no non-conformances associated with this issue during the production of the reported production batches. Additional information added to b.5.

Event description:
Additional information: what is the outcome of the clinician? No harm; lab results negative were there any testing / labs performed due to the dirty needle stick? Yes, lab results negative. Could you ask the customer to confirm whether the needle was straight before it was retracted? It was straight before it was used.